Event description:
It was reported that during a coronary treatment procedure blood loss occurred. The 90% stenosed lesion being treated was located in the moderately calcified and moderately tortuous left circumflex artery. The physician could not tighten the advantage 26 inflation unit at the y-adaptor which lead to an unspecified amount of blood loss. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: product analysis of the device could not be performed as the unit was disposed of at the hospital. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A root cause of "user preference issue" was assigned to the complaint. (B)(4).